Manufacturer narrative:
E1 - event site name - hospital e1 - event site address - (B)(6) e1 - event site telephone - (B)(6) upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during use the cs100 intra-aortic balloon pump (iabp) had an automatic inflation malfunction. No harm is reported. The device was switched out and the patient's subsequent treatment was completed.